Manufacturer narrative:
The event was not related to diabetes, glucose measurements, or use of the system. Per review of the data management system, the user had not been using the system since (B)(6) 2026. There was no indication of a device malfunction, and no device-related investigation was required.

Event description:
On march 13, 2026, senseonics was made aware of an incident in which the user reported a hospitalization that occurred on (B)(6) 2026. The user stated that the hospitalization was due to a flare-up of crohn's disease. The user reported feeling better at the time of follow-up.